Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 509 mg/dl at the time of incident. Assisted with performing the hp test and insulin pump was passed. Troubleshooting assisted for high blood glucose. Customer declined to check for possible site or insulin issues. The drive support cap appears normal (slightly indented). The product was not returned for analysis.